Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized twice due to low blood glucose with blood glucose of 32 to 35 mg/dl at the time of the incidents. The customer was currently hospitalized for chemo therapy. It is unknown if the customer was wearing the insulin pump during the incident. The customer could not remember details of the low incidents. The customer also reported sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.